Event description:
The recipient is reportedly experiencing an infection and pain at the implant site. The recipient is presenting with oozing at the implant site. The recipient's glasses may have aggravated the site and was recommended to cease or limit the use of the glasses. The recipient has been on antibiotic cream since (B)(6) 2021. The recipient is in the process of healing.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section d.6b the recipient is healing well following explant surgery. The recipient was not reimplanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has reportedly been wearing the device intermittently. The recipient is experiencing some drainage. The recipient's other issues have resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's electrode reportedly became extruded due to reoccurring infection. On (B)(6) 2022, the recipient underwent skin rotation flap surgery. Following surgery, the recipient is presenting with post auricular crusting. The device reactivation went well. The recipient is in the process of healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.